Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overhead. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temperature exceeded both the (B)(4) temperature limits and failed (B)(4) performance testing. The attachment exhibited a temperature increase during free run testing of 107 degree c and 96 degree c (60 seconds) and under load of 58.8 degree c . (B)(4). During testing, black debris was being expelled from the bur end of the head. The bur also had a severe wobble. The bur end bearing failure most likely created friction and turbine instability that resulted in the temperature increase. It is reasonable to suspect gear function was compromised by added debris inside the head which is evident from the abrasive wear on the teeth of the gears. A lack of lubrication was also noticed as received. Each of these factors contributed to the overheating, bur wobble and expulsion of black debris noted in the attachment.